Event description:
There was no reported patient impact associated with this complaint. The patient's father contacted animas on (B)(6) 2012 alleging that the pump had been losing anywhere from 30 minutes to 24 hours. The patient's father informed customer support that he became aware of the issue the day prior. The alleged issue remained unresolved at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or history download. During investigation, the pump passed the time test. The pump was exercised for 5 days and then was powered down for 1 hour on (B)(4) 2012. The pump passed the time test with no alarms duplicated. The pump was found to maintain the time and date settings accurately.